Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-2 investigational device exemption (ide) study on (B)(6) 2015. At index procedure ((B)(6) 2015), the patient presented with a de-novo occlusion located between the distal third of the superficial femoral artery (sfa) and proximal popliteal of the left leg. The target lesion presented with a 4.89 mm reference vessel diameter (proximal and distal), 95 mm in length, and 100% stenosed. Pre-dilatation was performed using a 4.0 x 100 mm percutaneous transluminal angioplasty (pta) balloon. A 6.0 x 125 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 5.0 x 100 mm pta balloon. On (B)(6) 2016 the patient presented with restenosis of the treated segment (target lesion). On-(B)(6) 2016 percutaneous intervention was performed (pta and bare metal stent). On (B)(6) 2018 the patient was hospitalised due to total occlusion of the peripheral artery of the target limb and on (B)(6) 2019 the patient underwent femoral-popliteal bypass surgery. The adverse event was resolved on (B)(6) 2019. The device remains implanted.